Event description:
Lead explanted and replaced due to noise and inappropriate shocks. Should any additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 43.5 cm proximal to the lead tip. Only the distal fragment was received for analysis. The visual inspection of the received lead fragment revealed multiple abrasion marks, particularly around 10 cm proximal to the lead tip. However, the insulation was still intact in this region. Based on the characteristics of the findings, constant interaction with another implantable device such as a nearby lead, should be taken into consideration. Furthermore a fractured conductor cable to the ring electrode as well as deformations of both shock coils were noted. These damages most likely resulted from the extraction procedure. As the proximal lead fragment was not available for analysis, no further investigations regarding the root cause of the clinical observation was feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.